Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. It is unknown if the patient developed a reaction due to the devices. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The patient reported that after having a shoulder procedure done on her right shoulder with the gryphon p br anchor dual suture with orthocord on (B)(6) 2016, she has a rash on that shoulder that comes and goes. The patient stated that she has had the rash three times since the procedure. The patient stated that the rash is from the top of the right shoulder down to mid-arm right above the elbow. The patient reported that the rash is red, hot, swollen, hives, painful and is very uncomfortable. The patient stated that she seen her ortho, who recommend her to see her primary, who then sent her to a dermatologist. The dermatologist had her on steroids for two weeks the rash went away then after two weeks came back. She then went back to her dermatologist who did a push biopsy on the rash area and she stated she will not get the result of the test until (B)(6) 2016. The patient stated that before the steroid treatment she had tried benadryl and cortisone cream nothing helped. The patient stated that the rash is preventing her allergy doctor to perform an allergy test to get her allergies under control. The patient stated that the doctor will not perform the test with the rash on her arm. The patient was just looking for information on what materials the anchor and suture were comprised of.